Event description:
It was reported that the instrument fires as soon as the monopty was prepared, without depressing the button. The device was not used on a pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was visually inspected and no defect was noted; however, a noise was heard inside the device. The sample was tested and the device failed as it could not be cocked. A noise inside the device was also heard during the procedure. The device was disassembled and the stylet tang was found broken inside the device.